Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-09733, 2134265-2013-09718. It was reported that automatic pullback failure occurred. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an imaging catheter to visualize the lesion. The motor drive unit was unable to perform automatic pullback. No patient complications were reported and the patient's status is stable.